Event description:
In august 2003, the pt was seen at the center. The surgeon observed a purulent infection (etiology not known) at the implant site. The pt was prescribed antibiotics (prescription name not given). In september 2003, the pt was seen by the surgeon who observed swelling and discharge at the implant site. The pt was admitted into the hospital for i.v. Antibiotics. The pt underwent surgery (exact date not given) to clear the infection. The pt's device remains implanted.